Event description:
A malfunction alarm was reported with malfunction code 24, but no notable events occurred prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was advised to use manual insulin delivery as backup therapy, and technical support arranged for a replacement pump with updated software to be sent. The customer received instructions for returning and storing the malfunctioning pump and acknowledged all guidance provided.